Event description:
The customer reported that prior to use on a pt the iabp battery failing after 45 minutes of use. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company representative replaced the battery (0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The company evaluated the returned batteries. Summary of findings: the two batteries (lot code # 1106273a) failed the run time test: specification 2 hr 15 min, actual run time was 58 and 53 minutes respectively. Based on previous vendor input to the company this performance could fall into the category "normal capacities for batteries 2-3 years of age in a cyclic mode". (B)(4).